Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, serial#: n/a, implanted: unknown, explanted: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen at 2000 mcg/ml at 300 mcg/day via an implantable pump for an unknown indication for use. It was reported that the physician reported that the patient had an infection in the pump pocket. The manufacturer representative has known about the infection just before the pump replacement, it was further noted that the infection started in (B)(6) 2020, but the exact date was unknown. It was reported that it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. Interventions/actions taken was antibiotic therapy and pump and catheter replacement. The physician decided to implant a new device and a new catheter and he created another pump pocket on the other side of the body. The physician also reported that cerebrospinal fluid (csf) leaked from the pocket wound on (B)(6) 2020 and another surgical procedure was performed. The cause for the csf leak was that during the surgical procedure when the catheter was explanted the physician removed the catheter and he didn't suture the hole on the dura mater where the old catheter passed through. There was a surgical procedure in order to suture the hole in the dura mater. It was reported that the infection resolved and the patient is doing well. It was reported that the explanted devices were discarded by the customer and would not be returned. The issue was resolved at the time of this report. The patient status was alive- no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
Product ID neu_unknown_cath, lot# unknown, serial# unknown, implanted: unknown explanted: (B)(6) 2020. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the catheter model number and lot number are not available as the catheter was discarded by the customer. The implant date of the catheter was asked and was not available. No further complications were reported and/or anticipated.

Manufacturer narrative:
Product ID neu_unknown_cath, lot# unknown, explanted: (B)(6) 2020. Product type catheter. If information is provided in the future, a supplemental report will be issued.